Manufacturer narrative:
Updated fields: d4, g2, h2, h10, and h11. Additional information: on 08-jul-2025, intuitive surgical, inc. (Isi) received medwatch report (MDR) with MDR report #mw5171777. The following event description was noted: "during gallbladder removal a 2 mm piece from the da vinci cautery hook instrument became defective. Pieces of the hook within eyesight were removed, but out of an abundance of caution, an x-ray was performed. The x-ray correlated with the pancreatic duct stent with no radiopaque foreign body identified."

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a plastic fragment fell from the permanent cautery hook (pch) instrument broke off and fell inside the patient. While it is unclear if any fragments remain, some were retrieved from the port and surgical drapes; however, the fragments broke into extremely small pieces. No additional surgical procedures were necessary to retrieve the fragments, but over 30 minutes were spent searching for fragments. An x-ray was conducted. The issue resulted in approximately 45 extra minutes of anesthesia administration. Although the x-ray did not identify any radiopaque foreign bodies. The procedure was completed robotically using a new pch instrument. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. There are no photographic images or video recordings of the procedure available for intuitive surgical, inc. (Isi) to review.

Manufacturer narrative:
The permanent cautery hook instrument has not been received for failure analysis evaluation. Note: patient information: body mass index (bmi) 40. Height: 5 ft 6 inches.